Event description:
It was reported that the subject device side panel was damaged, strong and weak button did not work. The event occurred before a therapeutic endoscopic mucosal resection and an endoscopic submucosal dissection. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, e3, d9, d10, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a failure in the control panel, however the cause of the failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device side panel was damaged, strong and weak button did not work. There were no reports of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 5/7/2010 h4.

Event description:
It was reported that the subject device side panel was damaged, strong and weak button did not work. The event occurred before a therapeutic endoscopic mucosal resection and an endoscopic submucosal dissection. The procedure was completed using a similar device. There were no reports of patient harm.